Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during hysteroscopy phase, 3 fluid loss alarms were generated (rate of loss unknown). Clinical follow up information revealed that a perforation could not be ruled out but not confirmed, the cervix was noted to be "patulous", a 2-3cm fibroid was evident with polyps, no leaking was observed at the cervix and the device functioned as intended. There were no further patient complications reported with this event and the patients' condition is reported to be "fine".

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A visual inspection of the returned device found the cylinder collapsed, however the procedure set still functioned as intended. The complaint was not confirmed. The most probable root cause for this complaint is operational context. The precautions section of the hta system users manual/dfu states that the safety and effectiveness of the hta system has not been evaluated in patients with submucous myomos and/or polyps and with intramural fibroids > 4 cm, as documented on ultrasonogram, thought to be contributing to menorrhagia.

Manufacturer narrative:
The product has been returned but the device evaluation has not yet been completed. At this time, we are unable to determine the relationship between the device and the cause of this event. Upon completion of the evaluation, if any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during hysteroscopy phase, 3 fluid loss alarms were generated (rate of loss unknown). Clinical follow up information revealed that a perforation could not be ruled out but not confirmed, the cervix was noted to be "patulous", a 2-3cm fibroid was evident with polyps, no leaking was observed at the cervix and the device functioned as intended. There were no further patient complications reported with this event and the patients' condition is reported to be "fine".